Manufacturer narrative:
B4:31jul2021. The international service engineer evaluated the unit and confirmed the reported problem. The international service engineer replaced the power switch overlay to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
It was reported to philips by a customer that the unit alarm led failed. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.